Manufacturer narrative:
E1: phone ex: (B)(6). One device was received for evaluation. A review of the event history log did not confirm, the reported problem. Visual inspection found, contamination on the downstream occlusion (dso) sensor. Functional testing noted, a system fault 44510. The dso sensor and the main board were replaced. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device exhibited a cassette detect error. There was unknown patient involvement.